Event description:
Leica biosystems received a complaint regarding failure of a tissue staining run. Information provided by the complainant when notifying leica biosystems of this complaint indicated that "tissue samples were destroyed on all 3 ssas when the machine problem occurred" investigation of this complaint by leica biosystems is in progress. See scanned pages.